Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 564mg/dl and needing assistance with the infusion set. Customer was advised on proper insertion technique and was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined high blood glucose troubleshooting. No further details given.